Event description:
Healthcare professional reported an unknown adverse event. "Bilateral radiologic features of a rupture of both inserts inside their capsule" was reported via MRI. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Health impact code: f1903. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: yellow particle observed on the device it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported an unknown adverse event. "Bilateral radiologic features of a rupture of both inserts inside their capsule" was reported via MRI. The device has been explanted. This record relates to the left side.

Event description:
Healthcare professional reported "bilateral radiologic features of a rupture of both inserts inside their capsule" was diagnosed via MRI. The device has been explanted. This record relates to the left side.